Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital due to suspected pancreatitis. On (B)(6) 2018, high pump power and high estimated pump flow levels were noted. The analysis of the system controller log file showed a steady increase in pump power and estimated flow measurement since the (B)(6) 2018. A sudden drop in estimated flow and pump power was shown on (B)(6) 2018. A passing of a thrombus formation was suspected. Lab diagnostics showed a lactate dehydrogenase level of 2400 u/l and a free hemoglobin level of approximately 40 mg/dl. Continuous argatroban therapy was initiated. On (B)(6) 2018, the patient experienced a syncopal event and a CT angiography revealed a severe occlusion of one of the carotid arteries. A thrombectomy was immediately performed. The patient was transferred to the intensive care unit in stable condition. The patient was later extubated and able to move every extremity. The patient was slowly responsive to simple questions and was hemodynamically stable without catecholamine support. The lvad reportedly was performing as expected. The healthcare professionals planned to stabilize the patient¿s neurological situation for a possible a pump exchange; however, due to the patient¿s multi-morbidity (recurrent pneumonia, dependence on dialysis, reduced general condition after pancreatitis), a decision was made to treat the patient in palliative care. Further surgical intervention is excluded. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the report of thrombus or elevated lactic acid dehydrogenase could not conclusively be established through this evaluation. Review of the submitted log file confirmed the report of steadily increasing power elevations between. Review of a second submitted log file confirmed the report of pump power and flow rate returning to baseline. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log files. The pump appeared to be functioning as intended. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. Additionally, the heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.